Manufacturer narrative:
(B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope image was very cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope image was very cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope image was very cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.